Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of device returned for analysis a conclusive cause for the reported suture detachment could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The two additional perclose proglide devices referenced are being filed under separate manufacturer report numbers.

Event description:
It was reported that suture placement with three proglide devices were attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when the plunger was removed, the suture broke with the three proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to an 11fr and then 18fr sheath and the evar procedure was completed. Hemostasis was achieved using the pre-placed sutures from the proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.